Event description:
It was reported that this unit's voice prompts failed during a cardiac arrest. Unable to recover pt info or outcome.

Manufacturer narrative:
The device has been received but additional time is required to complete the investigation. Upon its completion, a supplemental will be submitted.